Manufacturer narrative:
Date of birth and age at time of event were not provided. (B)(4). Approximate age of the device is 12 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately one year post-implant, the patient was admitted to the hospital with high pump power values and pump stoppages. The next day, the pump reportedly stopped again and was not able to reach the fixed speed. The perfusionist disconnected the pump from power. The pump was subsequently exchanged due to suspected pump thrombosis. Post-explant photos of the pump showed thrombus within the device. No further information was available.

Manufacturer narrative:
Upon disassembly of the returned pump, examination of distal side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing cup and inlet bearing ball. The thrombus rings appeared to have formed in laminated layers, which is an indication that they developed over an undetermined amount of time while the pump was operating. Assessment of the submitted photos from the explant procedure and review of the submitted system controller log files are consistent with the findings from the evaluation. Examination of the outflow elbow revealed a deposition consistent with a tissue-like lining adhered to the textured blood-contacting surface. The deposition appeared to have developed in this area; however a specific cause for its development could not be conclusively determined. The deposition did not appear to have occluded the flow of blood. Examination of the remaining pump blood-contacting surfaces revealed depositions of denatured blood in the distal side of the inlet stator, throughout the blood tube and rotor, and into the proximal-side of the outlet stator. The denatured blood was surrounding the thrombus formations found on the inlet bearing ball and inlet bearing cup. These depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump. The thrombus found in the pump would have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations, and cessation of the motor. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope, revealed no abnormalities that could have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with use of the left ventricular assist system. The device history records showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing its file on this event.